Manufacturer narrative:
(B)(4). Knife advanced into anvil, damaged pcb. The analysis found that one ple60a device was returned in the closed positon and with no cartridge loaded on the device. In addition, the knife was not fully retracted, thus the device would not open. Upon further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, it was noted that the pcb board was not working as intended resulting in the inability to fire the device. No further testing could be performed due to the conditions of the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the battery did not work. Case completed with another device of the same product code. There were no patient consequences reported.